Event description:
It was reported that the patient received an inappropriate shock due to t-wave oversensing (twos) of their implantable cardioverter defibrillator (ICD). The inappropriate shock caused the patient to experience an arrhythmia, fast ventricular tachycardia, and ventricular fibrillation that required nine additional shocks to return the patient to normal sinus rhythm. The ICD was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.